Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ureteroscopy lithotripsy, it was found that the guidewire could not pass through the stent while installing it, resulting in a stent blockage. After replacing the stent with a j-stent, and the blockage issue was still not resolved, and only after replacing the stent again the problem was resolved. During this process, the coating of the guidewire came off.

Event description:
It was reported that during the ureteroscopy lithotripsy, it was found that the guidewire could not pass through the stent while installing it, resulting in a stent blockage. After replacing the stent with a j-stent, and the blockage issue was still not resolved, and only after replacing the stent again the problem was resolved. During this process, the coating of the guidewire came off.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the one-photo sample noted the ureteral stent was coiled and the tubing is arranged in multiple loops and secured with small white tape tabs to keep it coiled. The tubing appears flexible and uniform in diameter. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.